Event description:
It was reported that the right ventricular lead had high pacing impedance that triggered an alert. The impedance was noted to have been gradual over time. The lead remains in use. No patient complications have been reported as a result of this event.